Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual inspection under appropriate magnification verified that the unitized distal catheter was broken off at the distal end of the value silicone housing. The distal catheter was not returned for evaluation. The cause(s) of the breakage could not be determined. No other damages and/or evidence of improper use were observed. The instructions for use in the "precautions section" states the following. "Silicone has a low cut and tear resistance. Do not use sharp instruments when handling the silicone valve or catheter. Cuts or abrasions from sharp instruments may rupture or tear the silicone components". The device history records were reviewed and verified that this valve conformed to the required specifications when released to stock.

Event description:
Rep reported that in 2009, the patient was seen and x-rayed, which confirmed that the catheter had become disconnected from the valve. It was also said that the catheter had migrated to the belly. The valve was revised. The initial catheter was left in the abdomen. The original implant took place in 2007.